Manufacturer narrative:
Integra has completed their internal investigation on march 22, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; radiolucent left transitional received for repair. The left transitional is broken and must be replaced. DHR review; DHR review is not required as this issue is related to the incorrect being sent to the customer by the repairs group. Complaints history; a two year lookback in trackwise for this reported failure and or related to "wrong parts sent to the customer after repair " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause is human error, these parts look very similar.

Event description:
The customer sent in a mayfield carbon adapter assembly consisting of: 437a1018 and 437b1002l. The 437b1002l was broken. Integra service and repair did not recognize the items correctly and replaced the 437b1002l with a 437b1065l and returned it to the customer. The hospital did not recognize the wrong part either and before surgery they saw that they could not use the adapter. The assembly is supposed to be used as a adapter between carbon clamp and steel base unit. The patient was already asleep to undergo the skull base surgery and had the carbon clamp mounted at their head. The sales representative was called in the operating room for assistance and after analyzing the problem, he stated that they have to use a normal steel system. They changed the clamp and had to start the surgery without navigation because of that. The patient ended up having 6 pin holes instead of 3 pin holes at the head because they had to change the clamp. The event lead to an increase of surgery time of 30 minutes.

Manufacturer narrative:
Device history record reviewed for product ID 437b1002l work order # (B)(4) lot# 141 manufactured on february 20, 2014 quantity of (B)(4) show no abnormalities related to the reported failure. These devices passed all required inspection points with no associated mrr¿s, variances or rework.